Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that early elective replacement indicator (eri) motor stall occurred. Device was returned to the manufacturer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that motor stall occurred. The environmental/external/patient factors that may have ledor contributed to the issue was compounded drug at high concentration. Interrogation with logs. Surgical intervention and pump replacement occurred. Catheter was able to aspirate. Patient was now receiving therapy. At the time of this report, the issue was resolved and patient status was alive- injury, withdrawal. No further complications were reported.

Manufacturer narrative:
Pump was returned and analysis found pump/motor/gear train anomaly/stall due to shaft-bearing and pump/motor/gear train anomaly corrosion and-or wear and-or lubrication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that rep had received the mailer and would be sending the pump back. No further complications were reported.